Event description:
It was reported that the customer had excessive no delivery alarms occur with their insulin pump. Customer's blood glucose level was reported at 343 mg/dl. The customer stated they were going to call again soon to fully trouble shoot the product. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.